Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition other issue found included the instrument channel clogging due to insufficient reprocessing, a crack of resin part due to physical stress caused by handling, the objected lens was chipped due to a shock caused by dropping and knocking the endoscope on to a hard surface, a crack of the adhesive on the bending section cover, and the internal elements have become stretched and or shrunk. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had foreign material exiting from the air/water nozzle and there was a foreign object lodged in the biopsy channel. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer-provided information. When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories and the instrument channel, port and suction cylinder were all brushed. The customer reported the foreign material may be a tip of a syringe. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. There was no physical damage where the foreign material was found. Based on the customer feedback received, there were no deviations from the device instructions during customer reprocessing. A definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.